Event description:
It was reported that patient underwent a laparoscopic ventral hernia repair on (B)(6) 2013 and mesh was implanted. The operation occurred without any difficulties; however, severe adhesiolysis was required. On (B)(6) 2013, the patient had a decline in status including dyspnea with poor oxygen saturations, hypotension, tachycardia, and redness over the flank area. (B)(6) 2014, the patient went into septic shock with a tender abdomen. An exploratory operation was done which showed a bowel perforation possibly caused by the trocar insertion or by adhesiolysis without coagulation. The bowel was partially resected and mesh removed. On (B)(6) 2014, the patient¿s clinical status deteriorated. There was a rise of lactate, development of acute kidney failure and the start of dialysis, development of pneumonia of the right lung. Persistent increase of inotropic and hemodynamic support was required and the patient eventually died on (B)(6) 2013. The surgeon opines that the patient's death was caused by the procedure not the product.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.